Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was reproduced. Based on the results of the investigation, a root cause could not be identified. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There is no new information provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope exhibited no image during bending. The issue was found during set up. There were no reports of patient harm.